Manufacturer narrative:
Approximate age of device ¿ 2 years (calculated from the date when the system controller was issued to the patient). The reported event of a driveline power fault alarm after a system controller exchange was confirmed. The evaluation of the returned system controller revealed a compromised pcb component (open fuse). As a result the system controller displayed a call hospital contact/driveline power fault alarm; however, the pump support was not affected and the system controller operated successfully a test pump. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and the information captured on (B)(6) (the reported event date) revealed that the system controller white power cable was connected to a power module at 9:17. There was a driveline disconnect alarm followed by a controller internal fault alarm associated with open fuse b. The recorded actual speed was 0 rpm. At 9:18 the system initiated operation at the desired set speed and a driveline power fault alarm was active. The alarm remained active until the end of the log file. In conclusion the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported during a routine visit to the hospital the system controller was exchanged. The patient was asymptomatic. The backup system controller showed a driveline power fault alarm. In the admin. View, the fuse status was not okay. The patient was switched back to the primary system controller. All alarms resolved and the patient was fine. During the manufacturer's investigation of the returned system controller, an open fuse and a burn mark inside the driveline connector due to an incorrectly inserted driveline by 180 degrees was found.